Manufacturer narrative:
Batch review performed on 07 february 2022. Lot 175534: (B)(4) items manufactured and released on 21-dec-2017. Expiration date: 2022-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The extension stem screw broke during surgery. The surgeon had to remove the cemented tibial tray on the patient to change it to another cemented tibial tray, the liner was also changed. The locking screwdriver used was the torque limiter wrench of 6 nm.

Manufacturer narrative:
Note: initially it was reported that the extension stem screw broke. Finally, it was discovered that liner screw broke during surgery. Batch review performed on 12 april 2022. Lot 2106049: (B)(4) items manufactured and released on 20-aug-2021. Expiration date: 2026-0721. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager. The fixation screw of the gmk primary ps tibial insert broke in the attempt of screwing into the tibial tray. As reported in the event description the surgeon has wrongly used the 6nm torque limiter screwdriver (ref. 02.07.10.4563). The applied torqued has exceeded the maximum torque that the screw can withstand, causing the breakage. The gmk primary surgical technique prescribes to use of the 3.5nm torque limiter screwdriver (02.07.10.4577) to guarantee that the optimal locking of the screw is achieved. Based on the available information, it's possible to assert that the event has not been caused by a faulty device.

Event description:
The liner screw broke during surgery. The surgeon had to remove the cemented tibial tray on the patient to change it to another cemented tibial tray, the liner was also changed. The locking screwdriver used was the torque limiter wrench of 6 nm (ref: 02.07.10.4563).

Manufacturer narrative:
Batch review performed on 07 february 2022. Lot 175534: (B)(4) items manufactured and released on 21-dec-2017. Expiration date: 2022-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The extension stem screw broke during surgery. The surgeon had to remove the cemented tibial tray on the patient to change it to another cemented tibial tray, the liner was also changed. The locking screwdriver used was the torque limiter wrench of 6 nm.